Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the bronchovideoscope exhibited forceps channel has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g3, h6 -component code "4771 lever" is being corrected to "access port 4761". G3 - correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 26 july 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the cause of the foreign material that remained on the tip and biopsy channel was likely due to physical damage on the device, and the cause of the foreign material that remained in the bending section cover could not be specified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding whether there was any delay in the start of precleaning or whether they presoaked the endoscope in the detergent solution or aspired the water through the instrument/suction channel. The instruction manual states the detection method associated with the event in "bf-260 operation manual chapter 3 preparation and inspection", and preventative measures in "bf-260 reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
The foreign material was found in the tip of the instrument, biopsy channel, and bending section cover.